Manufacturer narrative:
Display anomaly, missing segments due to defect lcd board currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had display was missing segments and it it difficult for to read the screen. The blood glucose at the time of the incident was 89 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.